Event description:
It was reported to globus that a pt had initial surgery on (B)(6) 2014 for spondylolysis and was instrumented at l3-l5, no interbody was used. Three months later, the pt came back and it was determined one of the 6.5 x 50mm screws had broken. There are no plans at this time to remove the screw.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough investigation could not be completed as no lot number was provided. Since the broken screw remains in the pt, no eval could be performed, and the exact cause of the reported issue could not be ascertained. The screw may have failed due to a non-union. Several other possible causes which may have contributed to this issue could be excessive force/trauma or inappropriate activity during recovery.